Event description:
A report was received that the patient will undergo an ipg revision due to discomfort.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision and is reportedly doing well.

Event description:
A report was received that the patient will undergo an ipg revision due to discomfort.